Manufacturer narrative:
Additional information was reevaluated information show that this does not meet our reporting criteria. This MDR is no longer reportable.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter it is difficult to separate the catheter from the needle. The following information was provided by the initial reporter: the user complained that it is difficult to separate the catheter from the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter it is difficult to separate the catheter from the needle. The following information was provided by the initial reporter: the user complained that it is difficult to separate the catheter from the needle.